Event description:
The customer contact reported that during the touchscreen test at the user facility, the device touchscreen would not calibrate. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During the touchscreen test the device touchscreen was found to be out of calibration. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.